Manufacturer narrative:
The field service engineer (fse) found the vacuum nozzle was worn and had latched to the bottom of the vessel when the vacuum was applied. The fse replaced both vacuum nozzles. Calibration and qc were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned results for an unspecified number of patients tested for ise indirect na, ci for gen.2 on a cobas 8000 ise module. The customer provided discrepant results for 2 patient samples tested for na. The customer stated "some" cl" results required corrected reports, but no specific details were provided. Patient 1 initial na result was 151 mmol/l. The repeat result was 137 mmol/l. On (B)(6) 2020 patient 2 initial na result was 129 mmol/l. The repeat result was 139 mmol/l. The questionable results were reported outside of the laboratory. No ise cartridge lot numbers with expiration dates were provided.